Event description:
It was reported that an asymptomatic patient presented in clinic. The atrial lead exhibited noise and an insulation breach. No intervention was reported and the patient would be monitored.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
New information found the lead to be returned. No explant information was provided.